Event description:
Healthcare professional reported a lap-band port replaced at the time of band repositioning due to a slip. Unsure of what the port issue was."

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2013. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the reported port revision for an unk reason as follows: "the lap-band ap system is not a lifetime product and it may break or fail in whole or in part at any time after implantation and not withstanding the absence of any defect." Device labeling addresses the reported events of band slippage and vomiting as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."